Event description:
It is reported that upon impacting the instrument onto the implant, the small stem of the instrument that is inserted into the humeral stem implant snapped. The instrument then fell to the floor with the poly implant and the stem was left stuck in the humeral stem. This was removed with a pair of pliers and we were forced to use a 65 degree liner as this has a different impactor.

Manufacturer narrative:
This report will be amended when our investigation is complete.